Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter and address), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - e1(event site city) a getinge field service engineer (fse) was dispatched to evaluate the unit. After replacing the compressor, fse had conducted multiple long-term running tests and confirmed that the problem has been resolved. The equipment is in good condition.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11, d9 , h11 , h6 ( type of investigation ,investigation findings ,component codes , -investigation conclusions ). A getinge field service engineer (fse) was dispatched to evaluate the unit. After replacing the compressor (0119-00-0236), fse had conducted multiple long-term running tests and confirmed that the problem has been resolved. The equipment is in good condition. The failure analysis and testing dept received part number 0119000236 with a reported unit failure of the system overheating. The fat performed a visual inspection and found the part to be in good condition the fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 000207d008 rev av.

Event description:
It was reported by the customer that during use on a patient cardiosave intra-aortic balloon pump (iabp) overheating occurred. No health damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limitation e1 event site full name: (B)(6).